Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation did not confirm the reported event of the system monitor displaying wingding symbols. The system monitor was not returned for analysis. The provided information indicated that the system monitor disconnected and reconnected to alternate current (ac) power and the issue has not reoccurred. A root cause for the reported event was not determined through this analysis. This issue will continue to be monitored for similar events. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: vsm-4217) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor numbers defaulted to wingding symbols and the speed left the main display. Only the speed was not displayed on the system monitor and the history showed wingdings. There were no alarms associated with this. The patient's monitor showed normal numbers and the patient was fine. The patient was placed on battery power and the cart was switched out and there were no further issues. To confirm the issue was resolved, the patient's data cable was hooked back up to the malfunctioning system monitor with the patient still connected to one battery and the correct numbers were displayed. The system monitor was disconnected from power and the issue had not occurred again.